Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient faced a bent cannula symptoms/issue noticed three hours after insertion which led to high blood glucose level. Therefore, he tried to treat it with bolus via the pump, but on the same day ((B)(6) 2021), the patient went to the emergency room for 5-6 hours and further, he was admitted to the hospital due to high blood glucose level. His highest blood glucose level was 900 mg/dl and had high ketone level as well which his healthcare professional assessed as dangerous/life threatening. The patient was then transferred to the intensive care unit. The infusion set had been used on the same day ( (B)(6) 2021). During hospitalization, he received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2021, the patient was released from the hospital with no permanent damage. Previously, on (B)(6)2021 (approximately 3 weeks ago from (B)(6) 2021), he faced a bent cannula symptoms/issue noticed three hours after insertion and this issue occurred with three infusion sets. Therefore, his blood glucose level was between 500-900 mg/dl at the time of this event which he tried to treat with correction bolus via pump. The patient had high ketone levels which his healthcare professional assessed as dangerous/life threatening. Moreover, they replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.